Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is complete.

Event description:
It was reported that during a pta treatment procedure involving the superficial femoral artery, balloon deflation difficulties were encountered. Following the initial inflation of the 4f sterling otw 5.0 x 80/135 balloon, the device would not deflate. No info is available regarding the number of atms reached. The physician managed to pull the balloon back to the top of the introducer sheath where he percutaneously perforated the balloon with a needle. Pt status is reported as "good." Add'l info has been requested regarding this event.